Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had high impedance, inadequate capture, and decreased sensing. No resolution was reported, and the patient was stable.

Event description:
New information received on may 14, 2019, indicates that the right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.